Event description:
It was reported that the customer was hospitalized with low blood sugars. Customer said they changed the set the day of the incident and the pump inadvertently delivered all 180 units of insulin into their body. After the technician review the downloaded history with the nurse, they explained the sequence of activity indicates the reservoir was in the pump prior to rewinding it. Customer said they were positive that the pump was in the proper position before inserting the reservoir and requested a replacement be sent.